Event description:
CT was reported that the patient presented for in-clinic follow up. An interrogation if the implantable cardioverter defibrillator (ICD) revealed recorded episodes of inappropriate automatic mode switch due to myopotential over-sensing on the atrial channel. Over-sensing was reproduced with strenuous arm movements. Programming interventions were made. Patient was stable.